Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the pulse generator exhibited end of life. The patient never presented in clinic for follow post implant of the device. The physician suspects the device exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition post operation.